Event description:
It was reported that the patient was not able to adjust her stimulation. It was also reported that the patient¿s programmer indicated both "call your doctor" and "oor" (out of regulation) icons the same morning after awaking. Patient was advised to move the navigator key to the right, and she was able to see a different message, but was unable to clearly specify the exact message screen. The patient was able to turn her stimulation on and off with the use of the recharging device. Patient was advised to reposition the programmer/antenna over the location of the implantable neurostimulator (ins), which then resolved the reported issue. It was noted that the patient saw the same message a few months ago as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3587a25, lot#: n231018, implanted: (B)(6) 2012, product type: lead. (B)(4).